Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device become available or further information be received, a follow-up report will then be issued.

Event description:
Alleges coming out of house and scooter caught on the small step up. Alleges the speed was turned low but somehow it moved higher. Alleges when the wheel caught, it shot out and went off the porch.

Manufacturer narrative:
The device was evaluated by a field service technician. Nothing wrong with scooter. It functions exactly as it should and is not damaged either. Tech was not able to get pictures of the ramp in question, as it was not the ramp at the customer's home. No extra steps needed. Unit working properly.

Event description:
Alleges coming out of house and scooter caught on the small step up. Alleges the speed was turned low but somehow it moved higher. Alleges when the wheel caught, it shot out and went off the porch.

Manufacturer narrative:
The "patient identifier" and the "initial reporter" have been updated with provided information. The device has not yet been made available for evaluation. Should the device become available or further information be received, a follow-up report will then be issued.

Event description:
Alleges coming out of house and scooter caught on the small step up. Alleges the speed was turned low but somehow it moved higher. Alleges when the wheel caught, it shot out and went off the porch.